Event description:
It was reported that upon routine device interrogation, stored episodes of inappropriate hv therapy due to sporadic ventricular oversensing were observed. Due to the hv therapy the patient went into true ventricular arrhythmia, therapy was delivered and converted the rhythm to sinus. The patient was receiving pain management therapy/surgery around the time of the episodes and it was noted that no magnet was applied to the device. Patients condition is fine and will be monitored with routine follow-up.